Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced hypoglycemia that required evaluation in the emergency department, where the user received food and was discharged the same day. Symptoms included low blood glucose to 49 mg/dl without loss of consciousness, seizure, or other acute complications. Outcomes included temporary medical intervention and subsequent continuation of ilet therapy. Investigation included customer support review of system use, education on meal announcement practices, verification of system functionality through troubleshooting, and assistance reconnecting infusion tubing. Investigation of this case revealed no device malfunction, with contributing factors including unannounced carbohydrate intake and user-initiated correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.